Manufacturer narrative:
(B)(4). - the mcs tip cover accessory has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the tip cover is returned (post failure analysis investigation) or if additional information is received. User manual states the following: "exercise caution when working with monopolar instruments close to other instruments. Unintended energy may be delivered from the active monopolar instrument to a second instrument. This could result in burns to tissue in contact with any of the second instrument¿s metal parts or its cannula. To exercise caution in these scenarios, the monopolar tip should be closer to the tissue than to the second instrument." This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, arcing from the mcs instrument with the mcs tip cover installed occurred. Although the customer admitted to instrument collision of the mcs instrument with the vessel sealer instrument, it is unknown what triggered the arcing event.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, it was alleged that the monopolar curved scissors (mcs) instrument arced to the vessel sealer instrument. It was also reported that the tissue in between the vessel sealer instrument was charred secondary to the arcing. On (B)(6) 2018, intuitive surgical, inc. (Isi) obtained the following additional information from a nurse who was present during the procedure: the nurse stated that the mcs instrument and vessel sealer instruments collided and they heard a ¿noise.¿ at that time the surgical staff witnessed arcing from the mcs instrument to the vessel sealer instrument. As a result, the tissue in between the jaws of the vessel sealer instrument was charred. The nurse did confirm that the tissue that was charred was the tissue that was intended to be removed. They removed the instruments and tried using another vessel sealer instrument, however, it did not work. The surgeon then swapped to a fenestrated bipolar instrument and completed the procedure with no further issues. The nurse did report that the bedside assist did examine the tip cover accessory and she didn't believe to have seen any visible tears or holes. The site reported that the instruments are always examined prior to use. The electro surgical unit (esu) settings were "normal". The planned surgical procedure was completed robotically and the patient was reported to be recovering well.